Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up. Upon interrogation, the atrial lead exhibited noise, which led to inappropriate mode switches. Other electrical measurements were normal. The lead was capped and replaced on (B)(6) 2016. The patient was stable.